Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was notified that the power on button on the review module had to be pressed several times for the system to start. The rse suspected an issue with the review module. A philips field service engineer (fse) inspected the system on-site and replaced the review module to resolve the issue. The system was returned to use in good working order and ready for clinical use. The review module was returned for further analysis. Functional testing was performed, and the power on button was found to be defective. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the power-on button on the review module was defective, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.